Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7072449. UDI: (B)(4).

Event description:
It was reported that the patients lead had migrated that was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was repositioned, and two new leads were added. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.